Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top plastic portion of the cartridge had broken off while the customer removed the cartridge from the pump. The customer loaded a new cartridge and there was no impact to the customer's blood glucose level.